Manufacturer narrative:
The smiths medical pump was returned for analysis in good physical condition but it did have a scratched screen. The moment the pump was powered up the device started double beeping. The screen was scratched and the downstream sensor was replaced. It is unknown what caused the issue with the damaged screen and the downstream sensor issue.

Event description:
Information was received indicating that a smiths medical cadd legacy pump was presenting with a double beep and no cassette error. In addition, there was screen damage. This issue occurred during testing. There was no patient present at this time. There were no adverse events reported.